Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-33, lot# va1hg4d, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient had inflammation at the implant site. Factors that might have led to this include significant weight loss approximately (B)(6) and breast cancer with radiation. Antibiotics were prescribed to the patient. Surgical intervention was performed. Patient had a potentially infected device. Device was removed. A wound vac was implanted, a new lead and ipg were placed on the opposite side. No further symptoms reported. No device complications reported.